Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that this occurred while the patient was recharging the implantable neurostimulator (ins) in post overdischarge recovery. It was further noted that the patient had a power on reset (por) screen at the time of overstimulation. It was noted that a physician mode recharge (pmr) was performed to "stop the overstimulation." It was noted that the patient was in pain and had discomfort because of the overstimulation. It was noted that the pmr was successful and resolved the issue. Additional information reported that the patient was able to turn off the stimulation and had not turned the therapy back on. It was noted that the patient had a scheduled appointment to see a manufacturing representative. Additional information was requested, but was not available as of the date of this report.

Event description:
It was noted that the patient was in pain and had discomfort because of the overstimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3550-39 lot# n298752, implanted: 2011 (B)(6), product type accessory product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37092 lot# 291010001, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's device would be explanted on the day of the call ((B)(6) 2014). It was explained that patient had not used stimulation since last (B)(6), and does not wish to further use it.